Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure, inserted through the full loader assembly. No procedural videos/imagery/photographs were provided for the evaluation. The delivery system was fully inspected. The inflation balloon had a radial burst. The balloon did not appear to be missing pieces. The distal portion of burst balloon was bunched up and folded on itself. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaint was confirmed visually. Single wall thickness of the inflation balloon was measured at three points near to the observed burst on the distal and proximal sides of the balloon. All measurements taken were within specification. The review of the device history record did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no additional complaints for the balloon burst. Complaint data for the previous 12 months (june 2018 through may 2019) was reviewed for the novaflex+ delivery system (all models, sizes). There were no additional complaints for balloon burst with a returned device. A review of complaint data revealed that the complaint rate did not exceed the may 2019 control limit for the trend category. During manufacturing, the delivery systems underwent multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Instructions for use (IFU), prepping manual, and procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for the balloon burst was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to reported event. A review of IFU/training materials revealed no deficiencies. As noted in the cer, the balloon burst was likely due to the pulmonic stent. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, stents can interact with and compromise the structure of the balloon wall. Therefore, available information supports that patient factors (presence of stent) contributed to the reported complaint event.  Since no manufacturing non-conformances or labeling/IFU inadequacies were identified during this evaluation and the occurrence rate for the trend category did not exceed the monthly control limit, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the 26mm sapien xt valve in a pre-stented pulmonic valve, the novaflex+ (nf+) delivery system balloon burst due to the pulmonic stent. The nf+ catheter was able to be retrieved back into the sheath and out of the patient without causing an injury. The valve was well implanted and the patient was doing well post procedure.